Manufacturer narrative:
Summary of investigation results: the investigation could not identify a product problem. The cause of the event could not be determined. Summary of follow-up actions taken: the field service engineer noted dried reagent drops around a reagent probe movement path. The reagent probe arm ribbon cable was out of place. The ribbon cable was removed and inspected for damage, it was ok. The ribbon cable was refitted and routed correctly. Precision studies were performed and were within specifications. No further issues occurred after these actions. The reported event involved an automated analytical device that is serviced in the field and not routinely returned for investigation. This device is not labeled for single-use and is not reprocessed or reused.

Event description:
The initial reporter received questionable results for one patient sample tested with crep2 creatinine plus ver.2, ua2 uric acid ver.2, chol2 cholesterol gen.2, ggt-2 gamma-glutamyltransferase ver.2 standardized against ifcc / szasz, hdlc3 hdl-cholesterol plus 3rd generation, and trigl triglycerides on a cobas 8000 c 502 module. The event involved one patient sample. The patient's age was 42 years. The patient's weight was requested but was not provided. The patient was male. The patient's race was requested but was not provided. The patient's ethnicity was requested but was not provided.